Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would articulate on its own without being prompted to do so. There was no patient involved in this event.